Manufacturer narrative:
The reported complaint was not verifiable. Diligence for part return and for additional information were unsuccessful. No product was returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per the service engineer, the reported issue could not be duplicated after he replaced the o2 sensor. Per log analysis: the complaint indicated that the issue occurred on (B)(6) 2017. The log was exported on (B)(6) 2017. The only issue in the log on (B)(6) 2017 which may match the complaint is after a successful calibration is the gas system reported "o2 sensor and blender disagree" (blender = 100%, sensor = 84.1%). This will cause the gas system to indicate calibration is needed again.

Event description:
The quality engineer reported that during preventive maintenance (pm) of the device, the oxygen (o2) analyzer failed to calibrate. There was no patient involvement.